Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
This complaint has been evaluated. No photos or samples were provided to this complaint. A batch record review was conducted. No nonconformity had been registered during the production and sterilization process of the mentioned lot. No similar complaint was received on lot with the same issue. Based on increased trend of received complaints a CAPA was opened. Increased complaint trend related to the pouch paper tears unevenly during opening, was observed. Therefore a CAPA has been raised to address the issue. This issue will be monitored through the post market product monitoring review process, sop-000741. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Manufacturer narrative:
A2: sex: male based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports top paper tab tearing off when peeling open. There was no harm reported.